Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: one (1) controller ((B)(6)) and two (2) batteries ((B)(6), (B)(6)) were not returned for evaluation. A review of the manufacturing confirmed that the associated devices met all requirements for release. Log file analysis could not be performed since log files were unavailable for analysis. As a result, the reported event could not be confirmed due to insufficient evidence. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported power disconnect alarm event can be attributed, but not limited, to communication errors, momentary disconnections, improper weld, soldering defect, and/or a marginal connection between the battery and controller. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: battery d4: (B)(6) h3: yes d1: battery d4: (B)(6) h3: yes, investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller and batteries exhibited a "power disconnect" alarm. The cause of the alarm was identified as a battery disconnect. The event was not associated with a ventricular assist device (vad) stop, and there were no patient symptoms or complications related to this event. The controller and batteries remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - battery d4: model#: 1650de / catalog#: 1650de / expiration date: unknown / serial#: (B)(6). D9: no. H3: no. H4: mfg date: unknown. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system - battery d4: model#: 1650de / catalog: 1650de / expiration date: 30-april-2019 / serial#: (B)(6). D9: no. H3: no h4: mfg date: 10-april-2018 h5: no. H6: the codes present in section. H6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.